Event description:
It was reported that when the intra-aortic balloon (iab) was connected to the console, a check iab catheter alarm was generated. A new cable was used to continue therapy. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing and one-way valve were also returned. A kink was found on the catheter tubing and inner lumen approximately 67.6cm from the iab tip. Three kinks were found on the catheter tubing approximately 55.6cm, 75.9cm and 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined kinks in the catheter tubing and inner lumen. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, kinks in the catheter can cause inflation difficulty or an alarm. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.